Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿it is very important to set the current time and date accurately to ensure safe insulin delivery.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance with changing the time due to daylight savings. Customer successfully changed time. There was no impact to blood glucose.